Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd veritor¿ at-home covid-19 test produced false positive results. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "so, turns out all of us got false positives."

Manufacturer narrative:
H6: investigation summary : this summarizes the investigation results regarding a complaint that alleges a ¿customer received false positive test results¿ using a bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that the bd veritor¿ at-home covid-19 test produced false positive results. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "so, turns out all of us got false positives."